Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: b6, b7, g4, g7, h2, h6, and h10. On (B)(6)2020 , the following additional information was obtained: patient demographic information was requested, but the site was unable to provide the information. No information was available pertaining to relevant tests/laboratory data specific to the incident. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument. The instrument passed an electrical continuity test. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n13190902 0211) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The instrument was not used on the provided event date of (B)(6) 2020 because the issue was identified prior to use. The instrument had 8 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with a backup instrument and with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up to attempt to obtain additional details related to the event. However, as of the date of this report, no further information has been obtained.